Manufacturer narrative:
Qn#: (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m1900071 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during prostatectomy the customer tried to clip the vessel, the hinge of clip was broken in the patient, the clip was broken into two parts. The customer retrieved the broken parts.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. One loose clip was returned broken into two pieces. The loose clip was visually examined with and without magnification. Visual examination revealed that the loose clip exhibited a staggered break where it was broken at the center of the outer hinge and towards the pierced boss side of the inner hinge. The clip breaking at the hinge during ligating was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The loose clip exhibited a staggered break where it was broken at the center of the outer hinge and towards the pierced boss side of the inner hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts clip hinge" was confirmed based upon the sample received. A loose clip was returned that was broken in two pieces. The loose clip exhibited a staggered break where it was broken at the center of the outer hinge and towards the pierced boss side of the inner hinge. The clip breaking at the hinge during ligating was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that during prostatectomy the customer tried to clip the vessel, the hinge of clip was broken in the patient, the clip was broken into two parts. The customer retrieved the broken parts.